Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a malfunction - alarm triggered (162-gfi not available) was found and resulted in parts replacement. The probable cause was a component failure. A manufacturing deficiency was not identified; the unit met all specifications prior to release. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the advanced infusion couldn't be used during procedure. There was a pedal error and switching the wireless footpedal to a wired connection resolved the error. After this, the error "e162 advanced infusion" occurred. The error was resolved and the procedure was completed. No further information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - component code: 4756: gas forced infusion (gfi) issues. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.